Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, when coming on ablation with the qdot catheter the force vector was displayed inverted on itself, and the force reading would climb up to around 60-70g, on the carto 3 system. The carto 3 system intermittently displayed a "hi" force alert on the force readings dashboard as well. There were no errors displayed on the carto 3 system. The cable was replaced without resolution. The qdot catheter was replaced and the issue was resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material inside the pebax sleeve, due this condition the device was inspected under microscope and it was found a hole on the pebax surface. The device was connected to the carto 3 system and no force errors were observed; however, no temperature was displayed due to an open circuit at the tip area. The temperature issue observed during the test is unrelated to the force issue reported by the customer. The potential cause of the open circuit could not be determined. A manufacturing record evaluation was performed for the finished device number 31416842l, and no internal actions related to the reported complaint were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).